Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited low impedance. Other electrical measurements were normal. No intervention or patient symptoms were reported.